Event description:
It was reported that the patient had their implantable neurostimulator (ins) system removed one month post-op due to a staph infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type extension, product ID 748951, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2003-(B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2003-(B)(6), product type programmer, patient. (B)(4).